Event description:
The facility reports that on 2/26/99 one pt had routine hemodialysis treatment from 6:00 am to 9:30 am. Approx ten hrs post treatment, pt called facility to report a temp of 101, swelling and pain in her arm, and redness local to both cannulation sites. On 3/3/99 the same symptoms occurred, although, on this occasion pt did not take her temp. In both cases pt took tylenol and the symptoms resolved in 24 to 48 hrs. These are the only two treatments in this facility when medisystems fistula needles were used for this pt. Following reactions the pt was switched to a different brand of needles.